Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose was 390 mg/dl. Customer stated the drive support cap appears normal. Customer was unable to complete pump rewind. Customer stated that insulin pump had not exposed to high magnetic field. Customer also stated that insulin pump had a crack on top reservoir compartment. Customer also stated that physical damaged to the reservoir lip ring and reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.